Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: unk terumo; inflation: indeflator. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the fox cross percutaneous transluminal angioplasty (pta) catheter instructions for use (IFU) states: when an acceptable position has been obtained, inflate the balloon to achieve the desired dilatation. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure for treatment of a lesion in the mildly tortuous, moderately calcified superficial femoral artery, negative pressure was applied prior to inflating the balloon and blood was seen entering the indeflator. The physician determined that the balloon had ruptured; therefore, the device was withdrawn from the anatomy. A non-abbott balloon was used to perform dilatation followed by deployment of a non-abbott stent. The procedure was completed successfully. There was no reported adverse patient effect or clinically significant delay in the procedure. No additional information was provided.